Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the investigation could not specify whether the device was used in accordance with the instruction for use (IFU) from the complaint information. Therefore, it was unable to specify the root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the tip cover was burnt. There was no patient involvement.